Event description:
It was reported that this pacemaker was part of a system revision due to erosion and infection. Reportedly, the patient's wound was suspected of not healing properly due to nutritional deficiencies, as the patient was unable to take food orally. There were no additional adverse patient effects reported. This pacemaker was explanted.